Manufacturer narrative:
H.6. Investigation: one open 31g x 5mm pen needle sample and two photogs were returned from an unknown lot. No., cat. No.320129. DHR could not be performed due to unknown lot. Visual examination was carried out on the returned sample and photos and a burn mark on the cover was observed. The most probable root cause was identified as incorrect moulding start up.

Event description:
It was reported that pen ndl 31ga 5mm 14bag 700cas jp had foreign matter on the shield. This was discovered before use. The following information was provided by the initial reporter: before use, black ink or the like (fm) was found on the shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 31 ga 5 mm 14 bag 700 cas jp had foreign matter on the shield. This was discovered before use. The following information was provided by the initial reporter: before use, black ink or the like (fm) was found on the shield.